Manufacturer narrative:
Date sent to the FDA: 01/14/2020. Additional information: d4, d10, h4, h6. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. Additional h-3 summary: ten unopened samples of product code 8556, lot phr460 were received for analysis. The complaint sample was not received for evaluation. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, fraying suture or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. Per the condition of the representative samples, no performance - breakage suture or fraying suture intra-op was found and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How many devices had the issue (broken sutures and unraveled) in this procedure? Please provide the specific issue for each device used in this single procedure? Which product codes were noted be broken? Which product codes were noted to be frayed? Are actual samples or representative unopened samples of the devices for the reported lot numbers available for evaluation? If yes, please provide device return status and tracking information. Note: events reported via mw #2210968-2019-90847, 2210968-2019-90849.

Event description:
It was reported that the patient underwent CABG procedure on (B)(6) 2019 and suture was used to suture anastomosis. During the procedure, the suture may have broken and suture may have unraveled. A suture that unraveled was around the aorta and the surgeon spotted this before closing. The procedure was completed with no patient consequences reported. Additional information has been requested.